Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin, using trusteel infusion set longer than 2 days and was not removing air from from the cartridge prior to filling. Tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.there was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ per tandem user guide: since air bubbles can compromise delivery accuracy, always remove all bubbles when drawing insulin into syringe; always hold the pump with the white insulin fill port pointed up when filling cartridge; and always ensure that there are no air bubbles in the tubing when filling. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.